Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: the pump powers with returned battery cap. A power loss was not observed. Current draws within specifications. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Black box shows a excessive battery usage / voltage drop on 1/15/2014.